Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery gauge rapidly decreased from 95% to 5% while the pump was charging. It was also reported that the pump battery gauge later increased from 2% to 100%. There was no impact to the customer's blood glucose level. It was indicated that syringes would be used for back up therapy.